Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right ventricular (rv) lead was experiencing high capture threshold. The rv lead was capped and replaced with an alternate rv lead on (B)(6) 2022. There were no patient consequences.